Manufacturer narrative:
Correction: patient code should have been 2388 rather than 2199.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2020 wherein the ipg was explanted and replaced due to being inoperable. Issue resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient and event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Further information requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported the patient's ipg will be replaced in the future. The reason for replacement is unknown at this time.